Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm occurred indicating an issue with the cartridge. There was no reported adverse impact to the customer's blood glucose level. No additional information regarding this event was provided.